Manufacturer narrative:
E1: initial reporter facility name: japanese red cross society tohoku block, aomori c hachinohe branch office blood collection section. Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged label missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, a box was missing the 'gs1 code' label. No clarification was provided as to what the 'gs1 code' was so it was treated as a missing product label. No adverse impact was reported regarding the patient or user.